Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with sensing integrity counter (sic), high pacing impedance and capture issues. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was attempted to be extracted but the physician was unable to gain vascular access for the new rv lead. The procedure was aborted and was rescheduled with a different physician for laser lead extraction. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.